Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that there were reagent 2 and aliquot probe motion and alignment errors during the time of the event. The cse performed probe alignments and a system check. The cause of the discordant vancomycin result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on an alternate instrument. The repeat result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.